Manufacturer narrative:
(B)(4). The site indicated that the incident unit would not be returning for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a robotic procedure, the patient received a 1 inch wide burn at the 3m pad site. The burn was treated with cream. The rem indicator did not alarm. The customer is not providing any further details and all products have been seized by the customer per their internal procedure.

Manufacturer narrative:
(B)(4). The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The generators rem function did alarm when the specified trip points were reached. The generators audio was tested and was found to function normally. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the surgeon complained about the monopolar not working properly. The connections were checked and the 3m pad was resecured after finding that the connection point at the cord was lifted. The monopolar cord was also replaced. After checking the connections, the cautery seemed to work fine per the surgeon. The burn/abrasion was noted at the 3m pad edge opposite the connection point. The cream that was applied was silvadene.